Event description:
The patient underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of duramorph for pain. On event date, the hcp noted no increased pain (although morphine dose had increased from 0.6 mg/day to 14 mg/day from implant to present), but tingling and weakness of both legs, urinary hesitancy, and numbness from the umbillcus down with progressive leg numbness and weakness. The hcp performed an MRI, CT/myelogram on event date which noted a mass. The patient underwent a decompressive laminectomy with explantation of the pump and catheter 2 days after event date. A throacic intramedullary spinal abscess (sterile) was noted. The hcp noted residual numbness of the legs and improving neurologic status with normal bowel and bladder function in 2000. The patient is ambulatory with a cane. The patient was converted to oral opiates.